Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with the stent strut lifted in at the mid section of the stent. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located at the diagonal branch artery. A 2.50x38mm promus element plus drug eluting stent was advanced for treatment. However, it was noted stent structs were lifted up, it could not be used. The procedure was complete with a different device used. There was no patient injury reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a diagonal branch. A 2.50x38mm promus element plus drug-eluting stent was selected for use in a percutaneous coronary intervention. However, during preparation, it was noted that the stent struts were lifted and could not be used. The procedure was complete with a different device. There were no patient complications reported and the patient status was stable.